Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. During evaluation testing, the device failed the system leak verification test. The muffler assembly required replacement to address this issue. Preventative maintenance was completed per schedule. The device passed final testing and was confirmed to operate properly after repair.